Event description:
Reportedly, the ventilator displayed a white screen. The device was not in use on a patient when this event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the compact flash. The unit passed extended self-testing.

Manufacturer narrative:
The returned graphical user interface (gui) was reported to cause an e360 ventilator to generate a white screen. The gui was installed into a test ventilator. The ventilator was found to have a blank display upon start up. The current software revision was downloaded to the defective gui. After installation of the software the ventilator was found to power on normally without issue. The test ventilator then passed all performance testing according to manufacturer specifications. (B)(4).

Manufacturer narrative:
(B)(4).